Manufacturer narrative:
The company service representative examined the system and was unable to replicate the event. As a preventative measure, the illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on august 31, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp needs to be replaced. This occurred prior to a surgical procedure, so there was no patient involvement.